Event description:
Device history record was reviewed, no event linked to the reported issue could be found. Device history logs was reviewed, reported issue was confirmed. Indeed, several errors 45 could be found in the logs file. As well, several errors 43 could be observed. The subject device (model agilia sp mc, serial number (B)(6)) was not returned to our laboratory for analysis. However, suspected defective display board was returned as a spare part to be investigated. Upon reception, the subject spare part was submitted to a visual inspection. Nothing was observed. Then, cross-testing of the spare part was performed using an agilia sp test bench. At start-up, no display could be observed and the device triggered a continuous alarm. The lcd was then exchanged with a lcd tester. The device was found functional, which confirmed that the returned lcd was defective. In addition, lcd was tested itself. Its voltage was found very low compared to a new one. Based on available information, the root cause of the reported issue is linked to a defective lcd controller. To our knowledge no patient consequences have been reported. This complaint is considered as valid. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.

Event description:
Customer reports the following: "err 45 - defective lcd voltage. Defective display board diagnosed on the device. This defective part replaced. Quality control performed after repair, device is functional and safe." Reporting due to the referenced error; no harm to patient was reported. More information is needed to complete the investigation.